Manufacturer narrative:
Corrected information: section b5 - replaced the physician's name with the deidentified descriptor "physician" in the first paragraph. Additional information: section b5 - second paragraph. Section h6 - imf/annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx-34, an infold was visible. The physician was uncertain about the extent of the infold under fluoroscopy and decided to use the valve. The infold was clearly visible during the procedure, leading to the removal of the valve. A new evolut fx-34 was successfully implanted. Additional information was received indicating that a crown overlap involving node 4 (misload) was identified, and the misload was not due to an inexperienced valve loader. It was also noted that the infold was noticed during the first deployment attempt, and a procedural delay of approximately 15 minutes occurred as a result. And according to the physician, the patient's anatomy did not contribute to the infold.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets exhibited signs of creases and frame imprints. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact. No damages or anomalies were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. When opening the jar, gasket material can be found around the rim. Gasket showed pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012112292); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx-34, an infold was visible. Professor schroeter was uncertain about the extent of the infold under fluoroscopy and decided to use the valve. The infold was clearly visible during the procedure, leading to the removal of the valve. A new evolut fx-34 was successfully implanted.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre balloon aortic valvuloplasty was performed prior to the valve attempt. The misloaded valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that the infolded valve was not implanted, and that a new valve was loaded and confirmed a good load. The new valve was implanted without evidence of infolding. The final angiogram shows evidence of residual aortic regurgitation/paravalvular leak; however, there is no evidence of any further intervention. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.